Event description:
A customer contacted beckman coulter inc. (Bci) regarding one high glucose (glu) result generated by the unicel dxc 800 pro synchron clinical system for one patient when run in duplicate mode. The patient was run on (B)(6) 2011 with original results of 708/701mg/dl. The repeat results were 575/580mg/dl. The customer believed the lower results to be true. The customer did not report any death, injury or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Qc was within the established ranges however did have 2 sd warnings prior to the event. A field service engineer (fse) was on-site. Fse cleaned the cup and calibrated the electrode. No root cause could be identified. The customer has been asked to increase their maintenance schedule because the customer has increased their number of total samples run per day.